Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A total of 2,230 high impedance paces were recorded in the ventricular lead counter. A lead warning occurred on (B)(4)-2010. A total of 315,045 low impedance paces were recorded in the ventricular lead counter. A lead warning occurred on (B)(4)-2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had failed. Follow up information was received and indicated that the lead deteriorated over time and had a rapid increase in thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.